Event description:
In 2007, baxter became aware of a report that refers to a female pt who underwent a peritoneal dialysis (pd) using an uv-flash machine and an uv transfer set (lot h05j10095). The set was connected to this pt since 2006. In 2007, the pt was hospitalized for peritonitis (cloudy dialysate) while under extraneal treatment. She had no associated clinical symptoms or loss in ultra filtration (uf). On the same day, she received vancomycin, 1g, intraperitoneal (ip) and fortum (ceftazidime), 1g, ip. Fortum, 1g was further continued for an unreported period. The dialysate culture was negative. (It could not be found out which extraneal batch was precisely used, however, the last batches delivered prior to the event were 07a23g33 for extraneal and 06k13g33 for nutrineal). Pd treatment was continued unchanged. On five days later, the pt was considered as recovered and was discharged from hosp.

Manufacturer narrative:
The sample is not available for eval.